Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient could not see an alarm on the receiver and missed an alert for her low threshold setting of 80 mg/dl. She stated that she had heard an alarm but had issues seeing the screen to see the values displayed. She reported that her glucose level dropped while she was at the grocery store and she blacked out from the hypoglycemia. When she came to there were paramedics there who gave her glucose and orange juice to bring the levels up to normal. At the time of the report two days later she was in stable condition. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.